Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died during the cardiac resynchronization therapy pacemaker (crt-p) implant procedure as the right ventricular lead was being attempted. The coronary sinus was cannulated with difficulty due to tortuosity and patient anatomy and the patient experienced ventricular tachycardia (vt) which was treated with a cardioversion. The patient then experienced persistent vt and resuscitative measures were performed, but were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.